Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency department after receiving inappropriate antitachycardia pacing and shock therapy for atrial fibrillation with rapid ventricular response. The rhythm became very stable right before the ventricular tachycardia determination and interval stability determined ventricular tachycardia. Programming changes were recommended. The patient will be assessed medication. No further information is available.